Manufacturer narrative:
The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34 errors) was confirmed and reproduced on generator connected to system. The logs showed 25913 c-34 errors. Visual inspection found scratches on the side and top cover. C-34 error on start and c-30/c-38/m-11 mono coag activation generator unit that was placed on golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision system cart (vsc) was not able to get the grounding pad to turn green and changed out the pad multiple times with two different types. Site tried to verify the pad recognized when placed on arm and the pad was folded over. Technical support engineer (tse) recommended repositioning the pad and ensuring the skin area was prepped correctly however not able to get the pad to recognize on the patient and the surgeon was electing to covert the procedure to laparoscopic as they do not have a backup generator or other vsc to swap out. The procedure was completed with no reported injury.